Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported a high blood glucose (bg) episode. According to the reporter, the patient was using a "cosmo pump" that stopped working 2 weeks earlier. At that point, the reporter remembered that they had an anm pump in a closet as well as a few cartridges that a friend had given to them a few years ago. The patient's father programmed the anm pump with settings based on his memory and what he felt were correct. The patient was then placed on the anm pump on an unspecified date/time. Due to have a limited amount of cartridges, the reporter admitted that they reused some of the cartridges. Two nights prior to contacting anm on (B)(6) 2012, the patient allegedly began to have higher than normal bg levels. As a result of the higher than normal bg levels, the patient's site was changed on (B)(6) 2012, at an unspecified time. By the next morning, the patient woke up vomiting and with positive ketones. The patient was taken to a hospital due to having a bg level of "450 mg/dl." The pump was removed from the patient and an insulin drip was initiated. At the time of contact with anm, the patient was receiving treat via insulin injections. His most current bg level during the contact with anm was "420 mg/dl." That day, on (B)(6) 2012, the reporter attempted to reprime the pump. She noticed that the cartridge was leaking by the leur lock. She also noticed that the tubing that connects to the patient's skin site had some blood in it. The reporter was advised to change the tubing. She was also instructed not to reuse cartridges and to have a backup plan for insulin delivery upon discharge from the hospital. The reporter was unable to provide the lot #s or expiration dates of the cartridges since they were already discarded. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia. However, the patient's injury can be attributed to possible use-error considering the patient was reusing cartridges that might have also been expired. In addition, the patient was using the pump with settings that were programmed based on memory. It is unknown at this time if the pump was programmed correctly. Also, a possible cartridge leak might have contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.